Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak, functionally tested. The microscope test revealed that the pump reservoir kink resistant tubing (krt) had a hole from sharp instrument damage. A leak was identified. The pump passed functional testing. The cylinders were microscopically inspected, and leak tested. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. No leaks were identified. The flat reservoir had wear at a fold in the shell. The reservoir passed the leakage testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer work due to fluid loss. The device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Lot number reported as: 944961002.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer work due to fluid loss. The device was explanted and replaced. No patient complications reported.